Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during an endoscopic retrograde biliary drainage (erbd) procedure performed in the hepatic duct on (B)(6) 2016. According to the complainant, during the procedure, the double pigtail stent failed to deploy and was reported to be kinked. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation was performed and found that the stent was kinked along the drainage holes for approximately 0.9cm from the proximal end. The shaft of the stent was bent wide. A functional evaluation for stent deployment with the first delivery system could not be performed due to the condition of the returned device. The stent was loaded on the second delivery system and a functional evaluation for stent deployment was performed with the device laid down in loose curves. As the pull wire was retracted, the stent started buckling and the device failed to deploy the stent. Based on the product analysis, it is likely that procedural / anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the device which would cause failure during deployment of the stent in the correct location. Therefore, "operational context" is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during an endoscopic retrograde biliary drainage (erbd) procedure performed in the hepatic duct on (B)(6) 2016. According to the complainant, during the procedure, the double pigtail stent failed to deploy and was reported to be kinked. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.